Event description:
Medtronic received information that this bioprosthetic valve, implanted almost 3 years, was explanted, due to high gradient.

Manufacturer narrative:
(B) (4): evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient related condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue lined the left and right cusps along the outflow margin of attachment and free margins on the tops of the left right and right non-coronary commissures. The right cusp was partially prolapsed, possibly due to the adherence of host tissue on the outflow. Tears along the outflow aortic wall adjacent to the non-coronary and left cusps appeared to have occurred during explant with the removal of host tissue. A large piece of glistening off-white pannus remained partially attached to the outflow rail of the right cusp extending to the right non-coronary commissural area and attachment, possibly restricting leaflet movement. Tear pattern in the pannus along the outflow margin of attachment showed the host tissue was adhered to the outflow margin of attachment of the right cusp extending partially to the leaflet, possibly restricting leaflet movement. Reddish tan thrombotic host tissue lined the outflow margin of attachment of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.